Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2023 and symbotex mesh (medtronic) was secured with absorbable straps and unspecified ¿disposable staples¿. The patient is now experiencing extreme pain. It is now 13 weeks post-surgery and she is still unable to function normally. On (B)(6) 2023, the patient was treated for infection on ward and the pic line was ruled out as a cause. On (B)(6) 2024, the patient underwent surgery to drain a 31mm seroma. On (B)(6) 2024, abdominal ultrasound was performed and reported a small superficial post-op seroma. On (B)(6) 2024, o/g pain was noted and the hernia surgeon requested CT abdo which reported fatty liver, abnormal kidney function, nil sign. Findings related to hernia. The patient reported bloodwork was normal (for her). On (B)(6) 2024, the patient reported ongoing significant pain (incl. On touch) and bloating in the morning. The patient saw the gp this day with view to obtaining referral to surgeon who operated on her in january for seroma. The patient reports that she does not want to see her hernia surgeon as she believes the surgeon is dismissive of her pain and has advised the patient to continue pain relief and do assigned abdominal exercises. The patient also has a pain specialist appointment in about one month.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: pt is seeing her respiratory specialist today. Pt is not currently under the care of a colorectal or general surgeon but a referral to a general surgeon to review her abdominal issues is being arranged. Pt reports possible abdominal ¿bleed¿ on (B)(6) 2023 incl. Abdominal redness and bruising. Pt has had a CT abdo and is expecting to receive her results on (B)(6) when she sees her spinal surgeon who is currently managing her neck condition and hernia case until general surgeon review. Pt reported that her spinal surgeon commented that the hernia repair in (B)(6) 2023 should not have been done laparoscopically (likely due to large defect size). Pt reports the symbotex mesh used in her surgery was 10x15cm in size.